Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported difficulty inserting the clip delivery system (cds) into the steerable guide catheter (sgc) is the result of procedural conditions. The reported difficult or delayed positioning is the result of patient anatomy. A conclusive cause for the reported leak could not be determined. Based on the information provided the reported air embolism is the result of the leak. The reported EKG changes, arrhythmia and hypotension are likely the result of the air embolism.the reported air embolism is the result of the leak. The reported EKG changes, arrhythmia and hypotension are the result of the air embolism. The reported patient effects of air embolism, EKG changes, hypotension, arrythmia and treatment with medication, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report leak, arrhythmia, and air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted that aligning the markers with the clip delivery system (cds) was challenging due to dim lighting and advancing the cds to the mitral valve was difficult due to the tortuous anatomy. The cds was advanced to the left atrium when an air embolism was observed. The patient experienced arrhythmia, blood pressure dropped and the EKG changed which was treated with medication. The procedure continued, and the clip was deployed. The physician stated that air possibly went in the patient when the cds was being connected to the alignment markers using the water lock effect with heparinized saline, but this cannot be confirmed. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provide.